Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump alarmed no delivery alarm. The customer was advised to replace plunger and manually push plunger very slowly, while keeping the reservoir straight, and insulin exited the tubing. The insulin pump again alarm no delivery after inserting reservoir into insulin pump. The insulin pump will not be returned for analysis.